Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the severely tortuous and calcified distal left circumflex (cx). The physician was unable to cross the lesion with a 2.5 x 24 mm taxus element stent. The device was removed outside the patient. Predilation was performed. The physician again attempted crossing the lesion with the 2.50 x 24 mm taxus element stent and stent damage occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).